Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 350cc and experienced a deflation on the left side and asymmetry on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.

Manufacturer narrative:
On september 23, 2020, mentor became aware that the previously evaluated device was not the patient's impacted device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, an area of separated material in the anterior aspect was noted measuring approximately 4.9 cm x 4.2 cm. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).